Event description:
Boston scientific received information that this patient reported that his implant incision had opened up. The patient stated that the leads could be seen, and may be due to possible erosion. A local representative could obtain no further information other than that the patient has been hospitalized due to the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that shortly after the initial allegation, this product was removed from service due ongoing erosion and new infection issues. No additional adverse patient effects were reported.